Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to reporter, the patient presented to the office with and infection and drainage at the incision site where the device was used. It is unknown what was done to correct this condition. Additional information has been requested but not yet received.